Event description:
It was reported by service report that the auxiliary power cord was damaged and the nurse call was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: communication cord was detached from bed.